Event description:
It was reported that a lens was torn. The issue was first identified during handling/prior to insertion. There was no patient contact reported. No further information was received.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Implant date: lens was not implanted. Explant date: lens was not implanted, therefore not explanted. (B)(6). The device has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.